Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: the last blood glucose (bg) calibration of 158 mg/dl was observed on (B)(6)-2018. The continuous glucose monitor (cgm) history showed no activity outside of normal use. A test transmitter was paired with the pump correctly. The bg calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No errors, alarms or warnings occurred during that time. An ¿ez-carb¿ test bolus delivery was performed with 85 mg/dl as the actual bg; the cgm reading reflected 85 mg/dl within +/- 20%. The product performed within specification. Investigation was unable to duplicate the ¿inaccurate cgm reading¿ complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging ¿an inaccuracy in reading with the continuous glucose monitoring.¿ there was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.